Event description:
It was reported, that patient had to go back to surgery. (B)(6) in the same week, due to "the lead kept coming off". To date, the device remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).